Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h13i02028 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with rocephin 2 grams, intraperitoneal (ip) three times per week for duration of four weeks. The cause of the peritonitis was unknown. At the time of the report the patient was recovering from the peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Per the additional information it was determined that the events of use error-breach in aseptic technique and peritonitis were being addressed in report number: 1416980-2013-35194. All investigation activities will be captured under report 1416980-2013-35194.